Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that, the jet channel was clogged with foreign material. Due to clogging of the jet channel, auxiliary water is not emitted forward from distal end. Other observations for the device are: due to wear of forceps elevator (fe) lever, up/down (u/d) knob cannot be locked securely; grip, air/water cylinder, switch box, right/left (r/l) and u/d knobs, scope cover (sc) unit, sc case, plug unit, and connecting tube all have a scratch; s-cylinder has discoloration; due to a pinhole on channel tube, water tightness is lost; switch flat printed circuit has corrosion due to water leakage; circuit board unit in s-connector has corrosion due to water leakage; cable unit is dirty due to water leakage; due to dirt on objective lens, the image has a stain; angulation has play and is lower than standard value; distal end cover (c-cover) has a dent; objective lens has a crack; light guide (lg) lens is dirty; and universal cord has coating peeling. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for inspection of all channels since device was used for histoacryl bonding. There is no reported harm to any patient. Upon evaluation of the returned device, the jet channel was found to be clogged with foreign material. This medwatch is being submitted for the reportable issue of jet channel clogged with foreign material as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the auxiliary water supply channel was clogged with foreign matter, but it was not possible to identify what the foreign matter was. There have been no reports of deformation or damage to the secondary water supply channel. The instructions for use (IFU) describes the reprocessing of the secondary water supply channel in the following items. ·reprocessing manual_ precleaning the endoscope and accessories_ flush the auxiliary water channel - manually cleaning the endoscope and accessories_ flush the auxiliary water channel with detergent solution - remove detergent solution from all channels olympus will continue to monitor field performance for this device.